Manufacturer narrative:
(B)(4). Final analysis found that the insulation was abraded at 53.2cm to 53.4cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.

Event description:
It was reported that elevated capture threshold was observed on the rv lead during a generator replacement procedure unrelated to this event. The lead was explanted and replaced. Insulation damage was suspected by physician. Patient is stable before, during and post procedure.